Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was difficult to induce ventricular tachycardia (vt) for the purposes of induction/defibrillation threshold (dft) testing. The shock impedances at that time were 40 ohms. Then post operatively, the shock impedances were less than 30 ohms. It was noted that this patient had several co-morbidities which may have contributed to the low shock impedances. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), it was difficult to induce ventricular tachycardia (vt) for the purposes of induction/defibrillation threshold (dft) testing. The shock impedances at that time were 40 ohms. Then post operatively, the shock impedances were less than 30 ohms. It was noted that this patient had several co-morbidities which may have contributed to the low shock impedances. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that an x ray was obtained, and the physician was not concerned with the position of the electrode. The patient would be brought back at a later date to attempt induction testing. No adverse patient effects were reported. The device remains in service.